Event description:
We were called for the man down in the bathroom. When we arrived, the fire department had the patient out of the bathroom doing CPR no shock advised. My partner and I set up the lucus2 device to start mechanical CPR. When we turned it on, the lucus 2 started to beep and red flashing lights went off. I quickly tried to reset the lucus 2 by turning it off and taking the battery out. I placed battery back in place and turned the lucus2 on. We had the same result. Manual CPR started again.